Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated there was an issue with the lead conductor. /green on the proximal conductor ring. The analyst noted all electrical testing was within specified parameters, but a discoloration of the proximal conductor ring in the trifurcation was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead failure and defective lead also noted. It was further reported that the patient alert went off on the lead for high impedance and oversensing episodes and it was concluded that the lead had fractured. Ventricular fibrillation (vf) therapies were turned off and the lead was explanted and replaced. No further patient complications were reported as a result of this event.